Event description:
On (B)(6) 2012, customer reports via phone that during a voiding cysto urethrogram the system lost fluoro. The staff completed the procedure using rad imaging. No patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.